Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 186 ohms. Technical services (ts) discussed that there were no programming recommendations at this time as this lead was connected to a non-boston scientific device. Ts recommended to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.